Event description:
It was reported by service report that the jack could not be pumped up to full height; jack was drifting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - hex washer head screws.